Event description:
Reporter indicated a vns therapy's generator is believed to be "near end of service." The pt has been experiencing increased seizures for the past several months. The pt's pre-vns seizure activity level is unk. A battery life calculation revealed the pt's generator is 0.36 years until the elective replacement indicator reads "yes." Good faith attempts to obtain additional info have been unsuccessful to date.